Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17jul2024.

Event description:
Healthcare professional "rupture/deflation" of a non-abbvie device. This record is for a left side. Device was explanted.

Manufacturer narrative:
Device is non-allergan.

Event description:
Healthcare professional "rupture/deflation" of a non-abbvie device. This record is for a left side. Device was explanted.

Event description:
Healthcare professional left side "rupture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.